Event description:
The facility has reported the device turned on and off by itself while the pump was being stored in the biomedical engineering department. No patient injury has been reported. No additional details are available.